Event description:
As a peer review conference, it was reported that the pt had undergone stent assisted coil embolization to treat a basilar tip aneurysm. Eight weeks post procedure, the pt was being treated for a reoccurrence of the aneurysm. The microcatheter had been placed within the aneurysm when dye extravasation was noted on angiography, suggesting the vessel was perforated. The physician immediately reversed the heparin anticoagulation therapy, and the pt received platelet therapy and the pt received platelet therapy prior to undergoing a ventriculostomy procedure.

Manufacturer narrative:
Boston scientific has made several attempts to gather additional info regarding the alleged event without result. Currently, there are no further details to report.